Manufacturer narrative:
(B)(4). Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty device for evaluation and repair. The alleged faulty device was received and routed to the carefusion failure analysis lab for evaluation. The carefusion failure analysis lab technician evaluated the device and was able to reproduce/verify the reported event. The carefusion failure analysis lab technician determined that the root cause of the device¿s failure was an open fuse on the main processor pcba. The carefusion failure analysis lab technician was unable to determine what caused the fuse to open and recommended that the main processor pcba be replaced as a precaution. The device has been routed to the carefusion factory service department for repair and testing. Upon completion the device will be returned to the user facility ready to be placed back into service.

Event description:
The user facility biomed reported that the device will not operate on battery power and that it is displaying an e20 error code. There was no report of patient involvement.